Manufacturer narrative:
Continuation of d10: product ID b3301542m lot# serial# (B)(6); implanted: (B)(6) 2025; explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: b3301542m, serial/lot #: (B)(6), ubd: 15-jan-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a stage 2 procedure involving the for deep brain stimulation, there was an issue with impedance on contact 2c being greater than 5k. The physician cleaned the extension connection, wiped the lead end, and re-inserted the extension, but there was no change. The physician also swapped ports in the implantable pulse generator (ipg) and the extension connection to the leads, yet the impedance remained high. Stimulation was turned on with 1 ma on that contact for 5 minutes, but there was still no change. No interventions were taken at this time, and the issue was not resolved. No patient complications have been reported as a result of this event.

Event description:
Additional information was received from the manufacturing representative (rep). Rep reported that the cause of the high impedances was unknown. Rep reported that connection was reconnected with no change to the impedances. Rep reported that high impedances have not resolved and impedance values will be rechecked at next programming appointment.

Manufacturer narrative:
Continuation of d10: product ID: b3301542m, serial# (B)(6), implanted: (B)(6) 2025, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.